Manufacturer narrative:
No further follow up is planned. Evaluation summary the patient experienced a hypoglycaemic coma while using a humapen unknown type (lot unknown). There was no product complaint for the device and it was not returned for investigation there was evidence of improper use of the device. It was reported that both the patient and her caregiver reused needles and stored the pen in the refrigerator; and the patient had decreased vision while operating the device. These are likely not relevant given that there was no product complaint relative to pen function however decreased vision may have played a role in the hypoglycemia if the user could not see the dose dialed. The device user manual indicates a new needle should be used with each injection, that the device should not be stored in the refrigerator and that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, with additional information provided by another consumer, concerns a caucasian female patient born on (B)(6). Medical history: retinal detachment, which was treated with a vitrectomy; and vision loss of right eye. Historical drugs included unspecified insulins (bovine, pork, mixed and purified) as historical drugs, which caused rejection, all of them increased glycaemia instead of decrease. Concomitant medication: simvastatin and enalapril for unknown indication. The patient received human insulin (rdna) nph (unknown manufacturer) at unknown dose, frequency, route of administration and start date for the treatment of diabetes. It was unknown how human insulin nph was delivered. On an unspecified date, unknown time after beginning human insulin nph therapy, the patient experienced a rejection to this insulin, which was described as, human insulin nph increased glycaemia instead of decrease. Information regarding corrective treatments and outcome of increased glycaemia was not provided. Then, at the end of 2014, the patient started to receive insulin lispro (humalog) cartridge, the dose was adjusted according to blood glucose measurement: if glucose was between 140 and 200, 2 iu was applied; if it was between 201 and 280, 3 iu was applied; if it was above 380, 6 iu was applied; frequency was reported as at least three times a day, subcutaneously, for the treatment of diabetes type 1. When the therapy with insulin lispro started, the patient felt better. It was reported that the human insulin nph therapy lasted around 3 years, but the stop date of therapy was not provided. On an unspecified date, unclear if during human insulin nph therapy and / or insulin lispro therapy via humapen unknown device, the patient experienced psoriatic arthritis, which was described as an infection that was filling of pus. According to reporter it occurred in the right side, came from the column and went to the neck and right arm. The psoriatic arthritis was considered as serious due to medically significant reason by the company. As corrective treatment for arthritis the patient received an unspecified medication, and she was improving from arthritis, she was already able to move the neck. Furthermore, on an unspecified date, unclear if during human insulin nph therapy and / or insulin lispro therapy via humapen unknown device, the patient experienced osteoporosis, also described as her bones were weak. As corrective treatment for osteoporosis the patient received alendronate sodium once a week, calcium citrate at lunch and at dinner and cholecalciferol, but no outcome regarding this event was provided. On unknown date, unclear if while taking human insulin nph and / or insulin lispro, patient slipped into a coma, had to stay in an intensive unit care and her blood glucose reached zero (as reported), which was considered serious due to life-threatening criteria by the company. No information regarding corrective treatments and outcome for coma was provided. On unknown date, unclear if while taking human insulin nph and / or insulin lispro, the patient experienced renal calculus but no further details regarding corrective treatments and outcome were provided. In (B)(6) 2015 patient was probably experiencing a hypoglycemia, when she stumbled on the stairs and rolled down the stairs up to the street, her bone that began in the right little finger and goes to the elbow opened and separate resulting in a fracture of her right elbow. The stumbling, fall and elbow fracture were considered as serious adverse events due to medically significant reason by the company. It was reported her right arm was swollen and did not stretch. On an unspecified date, unclear if while taking human insulin nph and / or insulin lispro, the patient also experienced diabetic retinopathy and a cataract in the left eye, due to that, she was not seeing. The diabetic retinopathy and cataract were considered as serious adverse events due to medically significant reason by the company. On (B)(6) 2016 she underwent a surgery in her left eye. After that, it was reported that patient was facing a lot of problems in her left eye, she was able to see the brightness of the day, and she was seeing a little, she could see large print but could not read her stuff. The low vision was considered serious due to medically significant reason by the company. Patient did not recover from diabetic retinopathy, and according to reporter it was serious. It was reported that patient already underwent 10 surgeries, including historical procedures and had a silicone eye placed and removed, but no further details were provided. Also, on an unspecified date, the patient started to receive insulin glargine (lantus) at an unspecified dose, frequency and route of administration for the treatment of diabetes. Moreover, on (B)(6) 2016, the patient was hospitalized due to the previously mentioned elbow fracture and underwent a surgery in her right arm on (B)(6) 2016, which lasted seven hours. It was necessary remove a little bone of her hip to make a graft in the elbow. After surgery the patient was not moving her right leg neither walking due to the bone removed from her hip and the bandage was hurting. The treating physician prescribed tramadol hydrochloride and metamizole sodium for postoperative pain and with the time the pain decreased. On (B)(6) 2016 the patient was discharged from hospital and was recovering from elbow fracture. At the time of follow-up on (B)(6) 2016 the patient was receiving an unspecified injection for unknown reason. Also, it was reported that patient was recovering from the surgery in her right arm, since (B)(6) 2016, the patient has been walking fine without pain in the hip and leg, the plaster was removed and she had her right arm in a sling. It was reported that patient had a cord inside of her arm, and according to reporter the treating physician could not guarantee that her arm would stretch 100%, however, the physician stated it would improve. On an unknown date, it was reported that patient was facing some issues with insulin glargine because her application pen of insulin glargine was with a problem, according to reporter the insulin was passing straight through the pen and due to that patient was without this insulin. On (B)(6) 2016 patient cried a lot when saw that insulin glargine was passing straight through pen. At the morning of (B)(6) 2016, her blood glucose was at 260 (unit and normal range was not provided) due to the lack of insulin glargine. Then, patient received 4 iu of insulin lispro to decrease blood glucose. Moreover, it was reported that insulin lispro cartridge did not hurt her so much, and her belly was swollen due to many applications. According to reporter only when the patient daughter was at home, the daughter applied insulin in her arm. However, no information regarding corrective treatments and outcome for injection site pain and swelling was provided. According to reporter, on (B)(6) 2016 patient would perform an x-ray and on (B)(6) 2016 she would see her treating physician that would decide if stitches from arm surgery could be removed. Also, the patient would perform an angiography in (B)(6) 2016. Patient has been medical monitoring, with an endocrinologist, ophthalmologist, rheumatologist and urologist. On (B)(6) 2016 patient would go to urologist to deliver a tomography that she performed, because the physician did not know where the renal calculus was located. Moreover, on unknown date, the patient accidentally stuck her finger with the needle of humapen while was putting back the needle protection to reuse needle later, no further details were provided. It was also reported that patient stored the pen in the refrigerator. At the time of report the insulin lispro and insulin glargine therapies were ongoing. The patient or her daughter operated the device; the patient was trained by a physician and it was unknown if her daughter was trained. This device model and the reported device were used for two years. The device was not returned. The reporting consumer related the high glycaemia that occurred before starting insulin lispro to human insulin nph. Also the reporter related the high glucose of 260 to the lack of insulin glargine due to pen problems. No other assessment of relatedness was provided. Update 17jun2016: additional information received on 16jun2016 from call center was processed within the initial report. Update 23jun2016: additional information received on 22jun2016 from a second reporting consumer. Added a second consumer as reporter; added patient received an unspecified injection. Updated narrative and corresponding fields accordingly. Update 05jul2016: additional information received on 29jun2016 from the initial reporting consumer. Added unspecified insulin as historical drugs; added vitrectomy as historical procedure; removed insulin glargine from concomitant medication and added as suspect product; removed cholecalciferol, calcium citrate and alendronate sodium from concomitant medication and added as corrective treatment for osteoporosis; added human insulin nph as suspect drug; updated humapen unknown device from concomitant device to suspect device; added high glycaemia as non-serious adverse event; updated start date of insulin lispro; added psoriatic arthritis, hypoglycemic coma and cataract as serious adverse events; added osteoporosis, hypoglycemia, injection site pain, injection site swelling, blood glucose of 260, crying and renal calculus as non-serious adverse events; added stumbling and fall as serious adverse events; added laboratorial examinations; updated assessment of relatedness. Updated narrative and corresponding fields accordingly. 06jul2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. The causality for the event of cataract was updated to not associated for the device. Edit 07jul2016: upon internal review the listedness for uspi label was changed from unlisted to listed for the event of hypoglycaemic coma; added in updated statement that humapen unknown device was changed from concomitant to suspect device. Updated narrative and corresponding fields accordingly. Update 07jul2016: additional information received on 07jul2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.